Event description:
It was reported that starting around (B)(6) 2011 patient started to have persisting, excruciating shocks lasting up to 30 seconds. It was noted that sometimes the surging/shocks were so strong they would immobilize the patient. It was noted that the surging had seemed to correlate with changing health care professionals. Shocking did not seem to be movement related but random. Additional information requested but had not been received as of the date of this report. Reference manufacturer report# 3004209178-2013-12367.

Manufacturer narrative:
Concomitant products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387s-40, lot# v530092, product type lead; product ID 37085-60, serial# (B)(4), product type extension; product ID 3387-40, lot# l75840, product type lead; product ID 748251, serial# (B)(4), product type extension; product ID 64001, lot# n251196, product type adapter; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).